Event description:
Procedure type: gastrectomy. Patient gender: unknown. According to the reporter: after firing, the anvil did not tilt. The device could be removed, but slight tissue damage was seen. The area was sutured to complete the case. Oozing bleeding under 200cc occurred. The surgeon time was extended about 20 mins. No patient information is available.

Manufacturer narrative:
Initial report sent: 12/19/2008.